Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The device was started up at 12:15:13 on (B)(6) 2024. At 17:19:52, an arrhythmia was detected. ECG shows vf with low/varying amplitudes. The device properly detected vf. Low/varying amplitudes prevented the lifevest from treating the patient. The device was shut down at 17:22:01 on (B)(6) 2024.